Event description:
A coronary stent with delivery system was successfully advanced through tortuous anatomy to the target lesion site in the pt's saphenous vein graft to the proximal obtuse marginal branch. Following retraction of the protective sheath, it was noted that the stent was no longer at the target lesion site. During withdrawal of the sds, the stent was noted to have migrated off the balloon catheter to an unknown location. Another coronary stent with delivery system was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.